Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, left adapter plugged into working outlet for at least 30 minutes, and pump began charging successfully with these supplies, so no further assistance was required.